Event description:
It was reported that the patient developed an infection and was experiencing a discharge at the incision site. It was also noted that the ipg was non-functional.

Event description:
It was reported that the patient developed an infection and was experiencing a discharge at the incision site. It was also noted that the ipg was non-functional. Additional information was received that the patient underwent an ipg explant procedure. No device malfunction was suspected.